Event description:
I had a double mastectomy on (B)(6) 2023, the doctor's assistant had me purchase medihoney from amazon to assist with healing. I had received an infection that then followed with 13 surgeries. I just recently had my 15th breast surgery and will hopefully have my last one in just a few months in (B)(6). I have my records with all surgeries that I can send upon request. Reason for use: sutures from double mastectomy and following breast surgeries.